Event description:
It was reported the device was used during an unknown procedure. It was reported the device was broken to the rep and the cannula was seen to be cracked in half, 3/4 of the way down. There was no consequence to the pt. The hosp will not release device to the rep.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, conforming; sleeve condition, nonconforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon inquiry info received and the visual examination, it was confirmed that the reported "cannula was seen to be cracked in half, 3/4 of the way down". The sleeve was received broken near the distal tip amd missing approximately 5% of the sleeve. No conclusion could be reached as to how this damage had occurred.